Event description:
Procedure anterior cervical disc and fusion with c3-c4 revision. Integra ruggles 14mm distraction screw bent with very little force (no injury to pt). Pulled remainders of screws from same lot number off shelf.